Manufacturer narrative:
Continuation of d10: product ID afapro28 (20452); product type: catheter; product ID 12fcc13 (0012250161); product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, transseptal access was difficult to obtain with the sheath. Following the last ablation, an effusion around the ventricle was observed. Pericardiocentesis was subsequently performed. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter of lot number 228589347 was returned and analyzed. Visual inspection of the mapping catheter showed the achieve mapping catheter was intact with no apparent issues. The mapping catheter was intact with no apparent issues. No kinks were observed along with the shaft, pebax or tip/loop section of the mapping catheter. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the clinical issue of effusion occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product, the mapping catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.